Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white detergent in the channel and the cylinder. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: h6 - type of investigation: b14 - analysis of production records. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.